Event description:
It was reported that this patient started exhibiting chest discomfort a few days after implant. The right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. In addition, the patient went into atrial fibrillation (af) with rapid ventricular response, and a CT scan also identified that this rv lead had caused perforation. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.